Event description:
It was reported the patient's blood glucose level dropped to below 54 mg/dl while attempting to activate a new pod. No specific treatment information was provided. The device was originally reported for not double beeping after being filled with insulin and not being able to communicate at activation.

Manufacturer narrative:
The device was received not deployed. Multiple attempts were made to download the data from the pod with all being unsuccessful. Measurement of the battery voltages found all three battery voltages to be lower than expected. Inspection of the printed circuit board (pcb) assembly found contamination across pins 7 & 8. The investigation confirmed this pcb assembly contamination resulted in battery depletion, data loss, and the reported failure to double beep after fill. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.